Event description:
Per the clinic, the patient experienced an abrupt change in auditory perceltsheard beeping then no sound. There was no reported impact or injury. Attempts to connect to the device have been unsuccessful. Explant and reimplantation is anticipated but not confirmed as of the date of this report.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
The customer stated that the acuity pt monitoring system froze up. This resulted in a temporary loss of centralized pt monitoring. The customer did not provide any pt info.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010. During the same surgery the patient was reimplanted with another device. (B)(4).

Manufacturer narrative:
(B)(4).